Event description:
It was reported that the patient experienced early depletion of the deep brain stimulation dbs implantable pulse generator ipg. The patient underwent a revision procedure where the ipg was replaced. The patient was noted to be doing fine post-operatively. The explanted ipg was kept by the hospital and was not returned.